Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Review of the device image noted a shorted output stage detection alert and noise that caused inappropriate therapy delivery. The device was tested on the bench, and no anomaly was found. The cause of the alert, noise, and inappropriate therapy delivery could not be determined. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.